Event description:
It was reported that the pt expired. The pt's family stated that the cause of death was related to the condition that the pt had the pump implanted for. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.